Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found error u-02. Upon visual inspection, no conditions were found that would be related to the reported event. Functional testing was performed using the system, and the unit energized and cauterized across all ports and instruments without issue. The erbe log also showed a c-00 error. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a u-02 error on the integrated electro surgical unit (erbe) generator. The customer power cycled the erbe but the issue remained, they then connected a spare vision side cart (vsc) for the system. The procedure was aborted to another da vinci system. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.